Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 had failed. The field service engineer (fse) had launched the hardware testing application and removed all pockets to inspect for debris. Upon checking the row board connections, the fse had found a partially disconnected connector on row a and secured the connection. The station had been rebooted, and the fse had cut wire ties on the pyxis bus cable, securing new ties at intervals between drawers to prevent damage from the rear panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, with the pocket displaying a reading of a250. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.